Event description:
After removing clot from the left iliac vein, the physician attempted to place a 12x80 smart control stent at the lesion. After 30mm of the stent was deployed, the deployment lever could not be drawn any further. Since the physician felt that an open-abdomen operation was not necessary, he pulled the stent delivery system (sds) out of the vein proximally, and the stent distally out of the vein. Thus, the pt's vein was damaged as the stent was removed and thrombus formed at the lesion. The age and gender of the pt are unk. The physician made access to the pt at the left iliac vein. The target lesion was 5-6cm in length. The pt was taking anticoagulants prior to and during the procedure. After removal of clot by slicing the vein, the physician attempted to place this stent at the lesion, as planned. When he could not fully deploy the stent, he removed the sds, but the stent remained in the vessel. The physician needed to cut the vessel and remove the stent. The vessel was repaired by hand sewing. Another stent was not implanted and the pt was placed on heparin to prevent thrombus formation. Currently the pt is under observation, and in stable condition.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.